Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was given during the procedure. The patient's activated clotting time (act) was 144sec, so more heparin was given. When the non-bsc pigtail catheter was removed from the watchman truseal, it was noted that the whole access system was filled with thrombus. They aspirated and gave more heparin which removed all of the thrombus. The procedure was continued and completed with a successful implant of a 24mm watchman closure device. The patient woke up moving all extremities and with no symptoms of stroke. There were no further complications.